Event description:
Baxter reported a home patient experineced two incidents of the minicap "falling off" of the transfer set during use. In 2003, the patient experienced a fever. The following month the patient experienced cloudy efflluent and abdominal pain and was diagnosed with peritonitis. The patient was treated with ip cefa 1g and fortum 1g daily for 6 days. 6 days later the patient was treated with fortum 1g daily for an additional 8 days. Per baxter affiliate, the patient has recovered.